Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-85257.

Event description:
The customer reported that paramedics came to her home after she passed out from low blood glucose levels. She was not taken to the hospital and was not treated. The blood glucose reading was unknown. The customer stated that she had been experiencing low blood glucose levels on and off for several weeks. Upon troubleshooting, it was reported that the time and date on the insulin pump was incorrect. Nothing further reported.